Manufacturer narrative:
Customer returned pump for an alleged charge/battery lasts less than expected and cosmetic damage located at the battery compartment found on (B)(6) 2023. The pump passed the displacement test, active current test, sleep current and self test. No unexpected battery alerts noted during testing. Successfully downloaded history files and traces using thump. Unable to generate the power management graph due to lack of data. No unexpected battery alerts were found in the history files on or near the event date. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, overlay scratched, scratched case, battery tube threads - cracked, cracked case (battery tube), label damage (faded). Charge/battery lasts less than expected not confirmed during testing or in the history files. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Cosmetic damage confirmed at the battery compartment during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump had signs of physical damage and there was a crack in the pump along with the battery compartment. It was also reported the battery life lasted less than expected. Troubleshooting was performed. No harm requiring medical intervention was reported. It was known that the customer will discontinue the use of the pump and revert to the backup plan as per the healthcare professional instructions and the serialized device will be replaced. The insulin pump was returned for failure analysis.